Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s adverse event(s) of an umbilical hernia, which warranted surgical intervention. Per the pdrn, the event was attributed to the patient¿s non-compliance, and was unrelated to a fresenius device(s) or product(s) deficiency or malfunction. While there is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction caused the event(s). The liberty select cycler cannot be excluded from having a possible contributory role in the creation or exacerbation of the patient¿s umbilical hernia. Hernias are a well-known potential complication of pd therapy due to increased intra-abdominal pressure created during pd therapy. During therapy, this pressure caused can create or exacerbate weaknesses in the supporting abdominal wall structures. Additionally, the surgical introduction of the pd catheter (not a fresenius product) also increases the risk of hernia formation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with a hernia while hospitalized. During follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) reported while hospitalized, it was discovered the patient had an umbilical hernia, which was not present prior to the start of pd therapy. The patient underwent a surgical repair of the umbilical hernia (date not provided), while hospitalized and transitioned to hemodialysis (hd) until (B)(6) 2020 to allow time for the patient¿s abdomen to heal. Per the pdrn, the patient is ¿constantly¿ bypassing drains to shorten his continuous cyclic pd (ccpd) treatment time, leaving him hypervolemic and increasing the chance of hernia formation. The patient has been reeducated multiple times; however, he never consistently changes his behavior. The pdrn stated the patient performed manuals without issue. The discharge summary was requested; however, it was unavailable. Per the pdrn, the events were attributed to the patient¿s non-compliance, and were unrelated to a fresenius device(s) or product deficiency or malfunction.